Event description:
It was reported to philips that the system was unable to completely boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system failed to power on and became stuck in a continuous loading cycle. The blue progress bar would reach completion, but the system would not proceed further. Upon troubleshooting, the fse found an issue with the suite pc software. To resolve the issue, the fse reloaded the suite pc software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.